Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was revised on september 21, 2020 due to a broken trochanetric fixation nail advanced (tfna) nail was. The tfna nail broke at the level of a screw hole. No fragments were generated. Patient was revised with a long tfna nail. Initial implant date is reported as (B)(6) 2020. No further information provided. Concomitant devices reported: tfna helical blade (part# 04.038.395s, lot# 41p0159, quantity 1); locking screw (part# 04.005.526s, lot# 6l97727, quantity 1); unknown end cap (part# unknown, lot# unknown, quantity 1) this report is for one (1) 9mm/130 deg ti cann tfna 235mm/left ¿ sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h6: manufacturing location: monument, manufacturing date: 12-nov-2018, expiration date: 01-nov-2028, part number: 04.037.945s, 9mm/130 deg ti cann tfna 235mm/left - sterile, lot number: h774898 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 15693 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h613139 lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 07-sep-2018 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: 1l24662 lot quantity: 94 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h760110 lot quantity: 79. One piece was scrapped in cell, anodize, after being dropped. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: h744339 lot quantity: 776 lbs. Certificate of test received from perryman company dated 03-aug-2018 was reviewed and determined to be conforming. Lot summary report dated 25-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the investigation of the returned tfna nail has shown that the nail trough the distal locking hole is broken off. In general is the tfna nail in a used condition. Dimensional inspection was performed as below: feature/test/description: outer diameter "pass" feature/test/description: distal locking hole actual; damage not possible to measurement feature/test/description: inner nail diameter "pass" the measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the standard specification of astm f2066 for implants for surgery, ti mo15. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail trough the distal locking hole is broken off. The exact cause of the breakage cannot be defined as there was just few information provided. Based on the information we received we can only assume that there was a complication during the healing process that caused this problem. The tfna nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density / multifragmentary bone fracture) may have played a certain role, too. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.